Event description:
An email was received from the facility stating a pt had returned in 2003 with an infection. Items used in the procedure were a spike round washer (221020) 20mm od and a (2204.30) 4.5 mmx 30mm cortical screw placed in the distal aspect of the tibia.